Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. No physical damage was found at the location with foreign material. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detection/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii gif type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event can be detected by handling the device in accordance with the following sections of the instructions for use: operation manual 3.8 inspection of the endoscopic system -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Preparing spare equipment -be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited nozzle blockage due to foreign matter. There were no reports of patient involvement.